Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient approximately a week post implant that they felt like they were "going around in circles". It was also reported by the patient that they experienced complete heart block. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.